Manufacturer narrative:
(B)(4) for the reported event of distal tip detached. According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an extractor pro retrieval balloon was used in a procedure. According to the complainant, during the procedure, inside the patient, the balloon popped and the tip of the catheter sheared off inside the patient. The fragment was retrieved out from the patient. There were no complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain further information about the procedure have been made, however, no information was available. If further information is obtained, a supplemental MDR will be filed.